Event description:
Pt underwent liver transplant and expired in the operating room. Shortly after reperfusion, he became hemodynamically unstable. Trans-esophageal echocardiogram (tee) showed clots in right and left atrium and right ventricle. Bp dropped, pulmonary pressures increased and acls was initiated but the pt was unable to be resuscitated. Reason for use: bypass.